Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to infection. The customer stated that he had some issues on the sensor sticking to his body. The customer's blood glucose was over 200 mg/dl at the time of the incident. The customer stated that there was puss as sign of infection underneath the sensor. The customer stated that he had to go to hospital to get it checked. The customer stated that he uses overtape to hold the sensor. The customer stated that the sensor does not stick due to work and a lot of movement. Discussed to the customer the option of using liquid adhesives. The sensor will not be returned for analysis.